Event description:
During use, the enterprise stent ((B)(4)) did not advance in the proximal section of the prowler select plus (mc) microcatheter ((B)(4)). There was no patient injury, and the product will be returned for analysis. Additionally, after the event, the same mc was not utilized to complete the procedure. The y-connector was opened sufficiently to insert the enterprise vrd, and the enterprise introducer was completely seated in the mc hub. The mc was not re-shaped prior to use. No other damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system/introducer (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or mc, and the stent and delivery system are going to be returned for analysis.

Manufacturer narrative:
The enterprise stent (enf452812/enf452812) did not advance in the proximal section of the prowler select plus (mc) microcatheter (606s255fx/15548902). There was no patient injury. Additionally, after the event, the same mc was not utilized to complete the procedure. The y-connector was opened sufficiently to insert the enterprise vrd, and the enterprise introducer was completely seated in the mc hub. The mc was not re-shaped prior to use and a continuous flush was maintained through the mc. No other damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system/introducer (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or mc. The enterprise was removed from the mc and a fracture was noted on the delivery wire at 100cm from the proximal end. The enterprise stent and the distal end were stuck at the distal section of the mc. A radial cut was made on the mc at 15cm from the kinked area in order to remove the distal end of the enterprise. After that, a cordis lab sample guidewire 0.018¿ was introduced in both parts of the mc and it was able to go through the mc with some resistance/friction on the kinked and compress/flat sections. The ID from the two parts of the mc was measured and was found within specification the delivery wire was sent to sem analysis. Sem results showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The functional analysis for insertion could not be performed due to the product received condition. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10049500. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event was confirmed; the enterprise was received stuck in the prowler select plus microcatheter. However, after removal, a lab sample concomitant device was able to go through the microcatheter with some resistance fiction at the compressed/flattened section of the microcatheter. The cause of the compress/flat section found on the device could not be conclusively determined, but it does not appear to be manufacturing related. The ID of the microcatheter meets specification. Due to the damages on the returned enterprise device the reported event could not be fully evaluated with functional testing. The root cause of the damaged found during the analysis could not be conclusively determined. However; sem results showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. It is possible that procedural factors, vessel characteristics may have contributed to the event. Although a definitive conclusion could not be made, based on the analysis of the returned devices and the device history records there were no identified manufacturing issues impacting the event, therefore no actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00220 and 1058196-2012-00221.

Manufacturer narrative:
One non sterile microcatheter s select plus and one enterprise vrd were received inside of a plastic bag. The enterprise ((B)(4)) was received inserted on the microcatheter mc ((B)(4)). The mc presented a compress/flat section at 1cm from the distal end and a kinked condition at 42cm from the hub. Some waves were noted on the devices; however these appear to occur during the handling of the units when they were returned for evaluation. The enterprise was removed from the mc and it was noted a fracture on the delivery wire at 100cm from the proximal end. The enterprise stent and the distal end were stuck on the distal section of the mc. A radial cut was made on the mc at 15cm from the kinked to get out the distal end of the enterprise. The delivery wire was sent to sem analysis. Sem results showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The functional analysis could not be performed due to the product received condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10049500. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as "delivery wire/impeded-in microcatheter" could not be evaluated due to the product received condition. The root cause of the damaged found during the analysis could not be conclusively determined. However; sem results showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore, no actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00220 and 1058196-2012-00221. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00220 and 1058196-2012-00221.